Event description:
Approx six weeks following a surgery performed at the t9 through s1 spine levels, it was reported that several lock screws had come loose. This was noted during a f/u radiographic examination. No revision surgery has occurred. No other pt info has been made available.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unk at this time. Testing of the instrument used to tighten the lock screws noted the instrument was within specification both prior to and following the reported event. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."